Event description:
Customer reported a motor error alarm that occurred during a bolus. The blood glucose reading was 138 mg/dl. Customer stated that the insulin pump had not been exposed to a strong magnetic field or MRI. She was assisted in clearing the alarm and stated that she was able to rewind the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.